Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information through its implant patient registry that a 25 mm mitral pericardial valve was explanted after a duration of one (1) year and six (6) months due to unknown reason. A 25mm edwards valve was implanted in replacement. There was no allegation of device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.